Event description:
Event description the implantable cardioverter defibrillator (ICD) was returned to cpi following explant. There was no allegation against device function while in use with the patient.